Event description:
It was reported that the base of the burr was detached. The 75% stenosed target lesion area was located in a severely tortuous and severely calcified proximal left circumflex (lcx) artery. A 2.15mm rotalink plus was selected for use. During procedure, the non-bsc stent which was placed in the circumflex artery from the left main trunk in the past was fractured in the tortuous part of the cx os. Subsequenlty, ablation was performed with this device upon restenosis case with severe calcification. Ablation time was 6 sessions for 15 seconds each, then poba was performed using a non-specified 2.0mm balloon catheter. Additionally, there were 9 sessions for 15 seconds each performed with this device. However, upon the ninth session, abnormal sound was heard. The knob of this device was manipulated but it was further noted that the burr did not moved as the rotational burr got detached from the driveshaft on the rotawire. The detached burr was then removed together with the rotawire under a guidezilla support since the wire was not broken. There were no device fragments left inside the patient's body. Also, the maximum burr rotational speed decrease at 15,000rpm during procedure and at 5,000rpm when the reported issue was noted. No patient complications were reported and the patient condition was good.

Manufacturer narrative:
Device evaluated by the manufacturer. The device was returned for analysis. The advancer and handshake connection were visually examined. The burr was deteched from the burr catheter and returned on the rotawire.the coil of the burr catheter was stretched showing that force was applied prior to the burr detaching from the coil. Functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate. Product analysis confirmed the reported event due to the melted ultem. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the base of the burr was detached. The 75% stenosed target lesion area was located in a severely tortuous and severely calcified proximal left circumflex (lcx) artery. A 2.15mm rotalink plus was selected for use. During procedure, the non-bsc stent which was placed in the circumflex artery from the left main trunk in the past was fractured in the tortuous part of the cx os. Subsequently, ablation was performed with this device upon restenosis case with severe calcification. Ablation time was 6 sessions for 15 seconds each, then poba was performed using a non-specified 2.0mm balloon catheter. Additionally, there were 9 sessions for 15 seconds each performed with this device. However, upon the ninth session, abnormal sound was heard. The knob of this device was manipulated but it was further noted that the burr did not moved as the rotational burr got detached from the driveshaft on the rotawire. The detached burr was then removed together with the rotawire under a guidezilla support since the wire was not broken. There were no device fragments left inside the patient's body. Also, the maximum burr rotational speed decrease at 15,000rpm during procedure and at 5,000rpm when the reported issue was noted. No patient complications were reported and the patient condition was good.